Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) the disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the run data file (rdf) was reviewed for this event. Per the rdf, there were numerous access alerts and adjustments that occurred throughout the procedure. It cannot be ruled out that the high number of alerts and adjustments , specifically during the beginning of product collection, disrupted the steady-state of the system and contributed to the elevated wbc content measured in the platelet product. It also cannot be ruled out that a sampling,calculation, or other process error could have contributed to the higher-than-expected wbc content in the platelet product. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause could not be determined. Possible root causes were provided in the initial report for this event.